Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported that she suddenly lost stimulation and is now unable to communication with her ipg via the programmer or charging system. Efforts to resolve this matter through the use of a replacement programmer and charging system proved unsuccessful. An x-ray of the pt's scs system was taken, however, no visible abnormalities were detected. Surgical intervention will be undertaken to replace the ipg; however, a date for the procedure has not been set.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.